Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the directions for use notes the reported event as a potential adverse event associated with the use of the device. An exact cause for the incident cannot definitely be determined from the information provided. A combination of patient and procedural factors appear to have caused or contributed to this incident. The device is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Event description: the device lacerated the ventricle. Event was noticed during the procedure and inside the patient. This was resolved through surgery. (B)(6) doesn't know how the patient is doing as of now. Additonal information received on november 11, 2015 stating, "pt was discharged from the hospital in stable condition."